Event description:
It was reported that following a battery replacement the patient had intermittent stimulation and that the device was shutting off. Information omitted pertaining to multiple events, (B)(4). Additional information received reported after the replacement there was something ¿wrong¿ with the leads or generator and that it needed to be corrected. Additional information received reported the patient was feeling more comfortable and that a manufacturer representative would be meeting with the patient at their follow-up appointment. It was noted the patient¿s health care provider (hcp) wanted them to stay another day for revision the next day. It was further reported the patient has had their left lead revised four times. Information omitted pertaining to several events including, (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0454797v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: programmer, patient; product ID 389033, lot# j0454797v, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. (B)(4).